Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2007; 5068 lead, implanted (B)(6) 1999.

Event description:
It was reported that the patient had a compromised lead. The following physician confirmed the right ventricular (rv) and right atrial (ra) leads were exhibiting noise, non-capture and had fractured. The leads were capped. The patient had an existing pacing system which remains as the primary system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.